Event description:
On oct 12, 2008 the lay user's/pt's daughter contacted lifescan (lfs) alleging that the onetouch ultra meter was reading "inaccurately high". The medical affairs specialist (mas) was able to correspond with the pt by telephone on october 15, 2008 and classified the complaint based on the following info received from the customer. The pt tests her blood glucose 3 times a day and she manages her diabetes via 70/30 novolin insulin 8 units at night, on a sliding scale based on the meter reading. The pt's daughter stated that the alleged issue began in 2008. During that time, the pt reportedly obtained an "inaccurate high" reading of "471 mg/dl" on the subject meter. Before the reported issue began, at an unk time, the pt reportedly was "incoherent, confused and she did not knew where she was "and it was during that time, the pt reportedly obtained a reading of "471 mg/dl" on the subject meter. The pt reportedly took add'l 5 units of 70/30 novolin insulin, following the reported issue. The pt's daughter reportedly does not remember the readings obtained on the subject meter prior to the reading of "471 mg/dl." She stated that at the same time her mother obtained a reading of "471 mg/dl", another reading of "118 mg/dl" was obtained on the back up (contour) meter. The pt's usual readings were "low" (unk) according to the reporter. The pt did not make any changes to her diabetic regimen/diet/exercise prior to the reported symptoms and readings. The reporter stated that due to the reported symptoms she had to call the ambulance at around 11:30 pm on the same day. The pt reportedly received assistance from the emergency services and obtained a reading of "60 mg/dl" on the emt meter. The pt reportedly was treated with IV glucose. During the troubleshooting, the cca noted that the pt was obtaining blood samples from her fingers. The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement. The reported result was verified in the subject meter's memory. However, it was noted that the test strips were stored outside the bottle and the test strips were not in good condition. Replacement products were sent to the pt. There is no evidence indicative of a meter malfunction because it was noted that the test strips were not stored properly (user error), which could have contributed to the alleged reading. This complaint is being reported because after the reported issue, she reportedly received assistance from the emergency services and was treated with IV glucose, which could be suggestive that the pt might have experienced a hypoglycemic episode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.